Event description:
During the lumbar fusion case, it was noticed that the top (biting) parts of 3 detachable kerrision ronguers were bent. The user facility states that this can potentially cause an epidural tear. One (1) more defective kerrison ronguer (4mm) was found on the shelf having the same problem.